Event description:
This procedure is part of (B)(6):a major ischemic stroke was reported. The same day of the lica stenting on (B)(6), 2012, the subject was noted to have decreased movement on the right side. An MRI was suggesstive of a "watershed ischemic stroke" probably due to the post procedure hypotension. Patient is not yet recovered.please reference MDR 2183870-2012-00249 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.